Manufacturer narrative:
Device evaluation results: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 03/25/2024.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.